Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022, the patient went to the emergency room due to stoma pain, redness, and oozing and was prescribed 800/160mg of sulfatrim for 7 days. As of (B)(6) 2022, the patient had completed the antibiotic course and the stoma site pain, discharge, and soreness resolved.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.